Event description:
The pt was revised because of pain. The pt had loosening of the tibia with the cement mantle breakdown between the bone/cement interface and poly wear.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The root cause could not be determined. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.